Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B7 other relevant history: updated. H6 health effect - impact code 2199 was removed and 2645 was added.

Event description:
It was reported that the procedure was to treat a 90% stenosed and heavily calcified vessel in the ostium of the proximal right coronary artery (prca). Intravascular ultrasound (ivus) was attempted, however, the ivus failed to cross. The 2.25x12mm nc traveler balloon dilatation catheter (bdc) was attempted; however, the bdc failed to cross due to the anatomy. Another 2.0x12mm nc traveler bdc was attempted to be used, however, when the protective sheath of the bdc was removed during preparation, the balloon was noted to be separated and there was no resistance noted during removal of the protective sheath. A non-abbott bdc was used to complete the pre-dilatation. Ivus was able to cross the lesion and atherectomy was used. Additional dilatation was performed with a 3.0x12mm nc traveler bdc and deployment of the 3.0x15mm xience stent completed the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was updated: there was no device use or patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed and heavily calcified vessel in the ostium of the proximal right coronary artery (prca). Intravascular ultrasound (ivus) was attempted, however, the ivus failed to cross. The 2.25x12mm nc traveler balloon dilatation catheter (bdc) was attempted; however, the bdc failed to cross due to the anatomy. Another 2.0x12mm nc traveler bdc was attempted to be used, however, when the protective sheath of the bdc was removed during preparation, the balloon was noted to be separated and there was no resistance noted during removal of the protective sheath. A non-abbott bdc was used to complete the pre-dilatation. Ivus was able to cross the lesion and atherectomy was used. Additional dilatation was performed with a 3.0x12mm nc traveler bdc and deployment of the 3.0x15mm xience stent completed the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.